Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 52.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the device was explanted and replaced due to high pacing impedance. No further information is available.